Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not sure if they were receiving insulin. Reportedly, the customer is insulin resistant. During troubleshooting with tandem's technical support, drips of insulin were seen during the fill tubing step and the customer stated that they believe they are receiving insulin with the pump. Reportedly, the customer's blood glucose level ranged from 200 mg/dl to 240 mg/dl.